Manufacturer narrative:
An event regarding malposition involving a securfit stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional, and functional analysis was not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) reports patient a status post left total hip is now in need of a revision due to stem malpositioned in varus. Dr. (B)(6) planned to remove the stem and implant a restoration modular hip stem. The stem was removed using osteotomes and an extraction device. The restoration modular stem was then implanted per surgical technique. A trial reduction was performed for leg length and stability. Satisfied the final head was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Dr. (B)(6) reports patient a status post left total hip is now in need of a revision due to stem malpositioned in varus. Dr. (B)(6) planned to remove the stem and implant a restoration modular hip stem. The stem was removed using osteotomes and an extraction device. The restoration modular stem was then implanted per surgical technique. A trial reduction was performed for leg length and stability. Satisfied the final head was implanted.